Event description:
It is reported that the patient was revised after dislocation and it was found that the locking ring had disassociated from the liner.

Manufacturer narrative:
This report will be amended when our investigation is complete.